Manufacturer narrative:
The technician found the connector on the logic board was loose. The technician reseated the logic board to repair the bed.

Event description:
Info received indicates trendelenburg functions are not working.